Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Carevo shower trolley is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_8 dated on june 2013): inner, outer and down folded (p.14). The outer position can be adjusted for more space for the patient. Moreover, there are two comfort handles located on the carevo, one on each side support. The patient can use the comfort handle as support when laying on the side. Holding on to the comfort handle can add a sense of security for the patient as well as a feeling of being able to help out. The side support handle claimed in the investigated complaint was not available for return to the manufacturer and for further evaluation as it was disposed after the repair. Arjo made the attempt to recreate the malfunction which occurred during the investigated event with usage of parts delivered by the same supplier who manufactured handles in question. Arjo performed a test of carevo safety side support handle strength in compliance with the en 60601-2-52, subclause 201.9.8.3.3 (side rail strength and latch reliability). The two performed test attempts were started with 750n of downward vertical force with only one support handle latched/locked. During the first try safety side support handle withstood 140kgs (approximately 1400n) and after that hook in locking frame was damaged (side support handle did not break). During second attempt safety side support handle withstood 145kgs (approximately 1450n) without any visible damages to the tested sample. The general conclusion from the test was that the received results were appropriate to intended use of product. The force applied to the safety side support during test was high enough and was recognized to be hard to achieve during normal use. Therefore the product met stated requirements. Please note that it was not possible to recreate the event and break the side support handle. Arjo carried out another verification test of the carevo side support design to confirm compliance with the defined requirements. The handles which were used for test were supplied by previous supplier. Firstly, test sample was mounted onto the carevo trolley, properly latched and then force have been applied (500n). Secondly, carevo trolley side supports were unlatched on one side and properly latched on the other side to simulate force distribution in f direction during misuse (500n). Finally, safety side with one unlatched lock was overloaded. Force applied have been doubled (1000n). After the standard tests were finished, specification requirement related with mechanical strength of latch (7500n) has been verified. Received results showed that regardless of the test variant, each side support handle withstood a force about 500n which resulted in no further damages. Additional tests showed that durability of tested side support handle samples highly exceeds specification requirement of 7500n. Tests have been stopped after reaching force of 9500n because testing machine is calibrated to 10 000n, further increasing of force would lead to the testing machine damage. Based on the test summary all requirements were met, therefore the test was passed. Received results were appropriate to intended use of product. Safety side handles were not deforming or breaking during normal use. Please note that it was not possible to recreate the event and break the side support handle. The carevo shower trolley instructions for use provides information regarding usage of the device and states that: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." The caregiver should position the patient in the carevo with the patient's head towards the head end and feet towards the foot end. Caregiver should also make sure the patient's hips are centrally positioned over the flexi zone. The ergo-access area is intended for caregiver to be able to reach the patient better. The caregiver using the device is obligated to check if all parts are in place before every use as well as a thorough inspection for damage. If any part is missing or damaged the product should be removed from service until is repaired (IFU). Moreover, the IFU warns user about the necessity of checking if side supports are properly closed and locked: "to avoid patient from falling out of the device make sure that all side supports are in a locked position", additionally it is stated in the user manual, that the caregiver should lift the opening handles and raise/lower the side support to the selected position until it locks and clicks into place. If the opening handles will not lock the caregiver should remove the patient and make a visual check. If check result reveals any malfunction, the caregiver should contact qualified personnel. The check of opening handles to confirm that they lock properly is a part of every week functionality test routine. The carevo involved in the incident was manufactured over 4 years before to event occurred. The side support handles have not been replaced by arjo during this period. Please note that maintenance and repair manual (please find the extract from 09.ba.03_3gb issued in december 2014, p. 7 & 13) includes procedures in order to confirm functionality of the side support assembly: "(f) side support with handles and cover, note if bracket on each handle is missing. If bracket is missing, handle must be replaced." "Perform full feature functionality test. Demands for approval: free movement, secure locking inner and outer position". In course of the investigation it was not possible to determine the exact cause of the incident. It should be taken into account that if the device is used without proper care and if the accidental impact occurs e.g. During transport of the device or patient care and transfer and care, it may have caused a deterioration of the material properties and durability due to excessive forces. The performed tests and analyzes confirmed that design of the carevo side support should assure handles endurance to damage, even when misuse occurs and only one handle is locked in position. The review of reportable events with the involvement of carevo shower trolleys in last years, revealed a limited number of other incidents where it was indicated that side support opened unintended during use due to handles damage. In conclusion, the product failure occurred and the device did not meet the manufacturer specification. The device was used for patient hygiene at the time of event and therefore if it was directly involved in the event. The complaint was decided to be reported to the competent authority in abundance of caution as the claimed defect is likely to result in an injury upon specific conditions and the exact circumstances of malfunction occurrence remain unknown.

Event description:
During evaluation of the carevo shower trolley carried out at the customer facility, the arjo qualified representative found one side support handle not locking in up position. On 2019-mar-19 we became aware of the information that reasonably suggested that the device failed in the way that would be likely to cause or contribute to a death or serious injury upon reoccurrence, under specific circumstances, as it was confirmed that the part was not functional due to broken off piece of handle's latch. According to the collected information the fault occurred during use with a patient and led to opening of the side support, but the patient did not fall off the lift. No injury occurred. The defective handle was replaced and disposed after the repair.